Event description:
It was reported to philips that the allura system failed to bootup, it was stuck at 00:00. The system was outside clinical use at the time of reported event. There was no reported patient or user harm. A philips field service engineer (fse) replaced the flexvision pc and returned the system to use in good working order.

Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-012-c, which addresses the causes associated with the reported malfunction.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system did not boot up. Review of the system log file showed frame grabber card initialization error resulted in the system not being able to complete the startup sequence. The frame grabber captures the video from the allura system. The frame grabber card in the flexvision pc failed. The defective flexvision pc was returned to analysis, and it confirmed that the flexvision pc failed the peripheral component interconnect (pci) check. To resolve the issue, the fse replaced the flexvision pc and configure it. After the replacement and necessary configuration, the system returned to use in good working order. The codes were updated based on the investigation outcome.